Event description:
"Patient was connected to a deep venous catheter connected to three dial-a-flo's via three 3 way connectors. This makes 4 lines in total. 1) total parenteral nutrition 2) physiologic serum 3) actrapid insulin via pump 4) antibiotics. The patient is free to walk with the catheters. Regularly blood glycemia levels are measured. At one of these checks, it was noted by the nurse that the blood glycemia level had decreased to 46 mg/dl. No further complications occurred. The catheter was inspected and it was seen that the suspect dial-a-flo tubing which provides the parenteral nutrition shows a kink. The kink caused a discontinuation of the parenteral nutrition containing glucose. This resulted in a net overdelivery of insulin and thus hypoglycemia. The reporter and the head nurse suspect that the action of gravity forces on the three 3-way connectors and thus the heavy system, not the dail-a-flo, to be the problem, and therefore to be regarded as a manipulation error. However, they suspect that the quality of the dial-a-flow tubing are softer than usual and thus allowing more rapidly kinking. It is advised to closely monitor the positioning of different catheters." The patient was given an unspecified amount of glucose, and the actrapid infusion was decreased. The positioning of the line connections was changed. The patient recovered. Although requested, no additional information was provided.